Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is alarming. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) stated that the machine was shutting down when turned on. Found numerous power-up failure codes and fault numbers. Replaced front end and executive processor boards. Completed full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The failure analysis and testing department received the following parts associated with this complaint: executive pcb board, front-end pcb board. These parts were received with a reported unit failure of power-up failure error codes. The failure analysis and testing department performed a visual inspection of the parts received and found that all the parts are in good condition. The failure analysis and testing department installed the parts in the cardiosave test fixture and tested to factory specifications in accordance with procedure. The failure analysis and testing department could not replicate the failure experienced by the customer. However, the fault log journal has error fault codes. Retaining the board in the fat department per procedure. Sending the board to the respective supplier per procedure. Failure analysis received from the supplier. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
Na.